Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch/lot: 5104985/ 5083324.

Event description:
It was reported that the patient experienced inadequate stimulation. It was also reported that the stimulator causes more pain and irritates in the low back area. No device malfunction was suspected. The patient underwent an explant procedure, and the explanted devices will not be returned.